Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: per photographic evaluation: upon visual inspection of the picture, what appear to be two el5ml clip appliers are present, it appears like one of the devices has the tissue stop slightly out of position. However, no conclusion could be reached as to the cause of the reported event as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. We did not receive a valid el5ml batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r9355t. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 9 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.